Event description:
It was reported that the ilet user announced a regular meal size before eating a couple of hot dog buns and subsequently experienced low glucose at 68 mg/dl, treated the low with a soda, and later recorded a high glucose of 214 mg/dl. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to incorrect meal size announced, with the user interface being the device component involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. This report is being submitted for incorrect meal size. A separate report will be submitted for overtreating hypoglycemia.